Event description:
It was reported that during troubleshooting, the home patient (hp) had a system error 2367 on the homechoice (hc) while the hp was connected. During troubleshooting nothing unusual was found with the disposable supplies that could have caused or contributed to the alarm. The technical service representative (tsr) assisted the hp with cycling the power in order to clear the alarm and end the therapy. The tsr explained the meaning of the system error to the caller. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.